Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system tower and matrix drawers were failed. A field service engineer (fse) identified that the tower was not detected on the bus, powered down the station, and replaced the tower controller board, matrix controller board, and drawer bus cable. After reboot, the fse reconfigured the matrix drawer and tower, and the customer successfully tested inventory, confirming proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the user reported that the ed tower was unable to be accessed and could not access cardiac medications. The customer was unable to access the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.